Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.